Event description:
The customer called technical support (ts) reporting that the device will not power on. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the power management board to resolve the reported issue. The device passed the required performance verification tests per philips¿s standards.

Event description:
The customer called technical support (ts) reporting that the device will not power on. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the power management board to resolve the reported issue. The device passed the required performance verification tests per philips¿s standards.